Event description:
It was reported that the product was found to have only nine joints (normal product contains 10 joints). No patient injury was reported.

Manufacturer narrative:
(UDI) and (510k) are unknown; no additional information was provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, a device history record (DHR) review could not be completed. The sample received consisted of one (1) product from lot unknown; received in used conditions without its original packaging. The sample was visually inspected at a distance of 12 inches under normal lighting to received unit, in order to detect any damage on the unit; the sample had 9 segments instead of 10. The most probable root cause is that production personnel did not detect foreign material or contamination during process inspection. Action(s) taken to mitigate the reported issue(s): a qalert was generated to ensure that operators can detect any foreign substance on the assembly. Production personnel was trained in this qalert.